Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced confusion and syncope. The sister provided carbohydrates and called 911. The egv during that time was not documented; however, the complaint states the g7 never alerted the patient to the hypoglycemia. In the ambulance, the patient regained consciousness. The bg by ems was 20 mg/dl while the egv was 60 mg/dl. The hypoglycemia was treated with IV d50. In the ed, the bg was 70 mg/dl while the egv was 110 mg/dl. The patient was given d50 again. She was discharged in fewer than 24 hours when the bg was 70 mg/dl and 110 mg/dl. At the time of the call, the patient was feeling ok and asymptomatic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when checked by the paramedics. The reported glucose values fall within the b zone of the parkes error grid when hospital checked the patient. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.